Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the balloon detached from the catheter. The target lesion was in an unspecified location within the duodenum. A 15 - 18 mm above extractor rx retrieval balloon had been selected and advanced into the patient. During an unspecified time during the procedure, the balloon "tore off the catheter". The catheter was removed. Direct visualization by the physician confirmed that the balloon was inside the patient. The physician did not attempt to retrieve the balloon. The physician is "comfortable that the patient will pass it." The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "great".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.